Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The difficulty removing the device from the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to open a totally calcified shunt which had been implanted 8 years prior. The fox cross balloon catheter was advanced without resistance, but the balloon ruptured on third inflation at 12 atmospheres. As the balloon ruptured radially, it was not possible to pull the catheter into sheath. The physician cut the artificial artery (graft) and was able to remove the fox cross catheter. It was confirmed that ruptured balloon remained on the shaft; nothing was left in the patient. The physician commented that the balloon rupture was due to heavy calcium. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.